Manufacturer narrative:
The tech isolated the issue to the communication cable. He replaced the communication cable to repair the bed.

Event description:
Info received indicates the nurse call function is not working.